Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that as the patient was close to the end of life, the hospital wanted to turn off therapy. A magnet was placed over the device to disable therapy for three days. A field representative presented to program the device and noted the battery status was 14% remaining after being implanted for less than a year. Due to the patient's status, the device will likely not be explanted or returned. No adverse patient effects were reported.